Event description:
It was reported that the product was implanted with the intention of treating the plaintiff's stress urinary incontinence. The attorney for the plaintiff alleges the plaintiff experienced recurrent urinary stress incontinence, overactive bladder, and pelvic pain. On (B)(6) 2010, the plaintiff underwent revision surgery for sling/mesh removal, replacement of the sling, and anterior re-repair. Cystoscopy revealed no evidence of injury to the bladder or the urethra. The middle third of the sling was excised and dissected fro the obturator internus muscle area and a new sling was placed.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.